Manufacturer narrative:
(B)(4). The customer returned one, 1-lumen catheter for analysis. Clear signs of use were observed as the catheter tip was intentionally cut by the user. Visual analysis revealed that there were multiple bends throughout the catheter body. Microscopic examination confirmed the damage and revealed a kink in the catheter body approximately 60mm from the juncture hub. It was also observed that the distal tip of the catheter was intentionally trimmed by the user. No other defects or anomalies were observed on the catheter. The catheter kink measured approximately 60mm from the juncture hub. The overall length of the catheter body measured 380mm, which is not within the specification limits of 608.5mm - 613.5mm per the catheter product drawing. This is due to the end user intentionally trimming the distal tip. The outer diameter of the catheter body measured 0.0600", which is within the specification limits of 0.0580" - 0.0610" per the catheter extrusion drawing. The catheter was functionally tested per the instructions-for-use (IFU) provided with this kit which instructs the user, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position". A lab inventory guidewire was advanced through the catheter with no issues. Only minor resistance was experienced at the kinked location. The undamaged portions of the catheter were able to have the guidewire pass freely with no resistance. The catheter was flushed per the IFU which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was able to easily flush with no impeded flow. Additionally, a long pin gauge that matches the inner diameter of the catheter was inserted throughout the catheter body to determine if any small blockages could be identified. The long pin gauge was inserted without resistance and with no blockages observed within the catheter. Clinical and medical affairs (cma) was consulted as part of this investigation. Based on the complaint description and sample investigation, cma stated it is most likely that the catheter was inadvertently kinked (either during the initial insertion or at home with the outpatient) which led to the clotting that was identified. When the catheter was re-examined, the guidewire resistance that was encountered was likely the result of the clotting that surrounded the catheter. Since it cannot be determined exactly how or when the catheter became kinked, the root cause of this event cannot be determined with the available information. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided for this kit warns the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The patient IFU provided with this kit informs the patient, "completely fill catheter lumen with locking solution between treatments. Flush catheter well before and after medications." The customer report of a kinked catheter was confirmed through investigation of the returned sample. The catheter contained one kink approximately 60mm from the juncture hub. There were also multiple bends throughout the catheter body that indicate clear signs of use. Despite this, there were no dimensional or functional testing results that would indicate a manufacturing related issue. A guidewire was able to pass through the catheter and the catheter could flush fluids with no resistance. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Clinical and medical affairs (cma) was consulted as part of this investigation and stated it is most likely that the catheter was inadvertently kinked (either during the initial insertion or at home with the outpatient) which led to the clotting that was identified. When the catheter was re-examined, the guidewire resistance that was encountered was likely the result of the clotting that surrounded the catheter. Since it cannot be determined exactly how or when the catheter became kinked, the root cause of this event cannot be determined with the available information. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "patient came into ER as catheter was not flushing. They found there was a dvt around the catheter. The patient was brought to ir and they inserted a wire in order to do an exchange. The wire would not advance so they pulled the catheter out and saw a kink/fracture. They then removed this catheter and put a new one in." The patient's current condition is reported as "unknown".